Event description:
It was reported that the catheter was received bent and the shipping tube was broken at the top. There were no patient complications.

Manufacturer narrative:
The white catheter shipping tube was broken at the distal edge of the clear adaptor. The shrink seals were still attached, one at the clear adaptor cap and the other around the IFU. The catheter was also found to be in bent in the central area. Note the catheter tube was bent at the break site. The damage appears to be related to shipping of the product. A review of the manufacturing records indicated that the product met specifications upon release. The complaint was confirmed and appears to be related to shipping of the product. An investigation was opened to determine the variables that can impact the product during shipping, in an effort to reduce complaints of this type. The root cause investigation was completed by a cross-function team comprising of representatives from packaging engineering, quality, marketing and logistics. The team investigated the issue and identified the most probably root cause as packages are being damaged while traveling on the conveyor system at the carrier sorting facility. The resulting corrective action plan from this root cause investigation yielded the following actions items: implement a heavy duty cylinder with and adjustable tube of 0.18" (thickness) used for shipping purposes. Communicate to the edward distribution channels the requirement for the use of the heavy duty cylinder usage for shipping purposes. Establish a contractual requirement with edwards distribution channels to use the heavy duty cylinder for shipping purposes.